Manufacturer narrative:
(B)(4). It was reported during follow up that the cause of the peritonitis was a breach in aseptic technique during pd therapy. The breach in aseptic technique was further described as patient not wearing a mask while exchanging solution. The patient was retrained in aseptic technique. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain, cloudy effluent, and fever coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as the onset for the peritonitis event. Treatment for the peritonitis event was not reported. Twenty days after the hospitalization in the same month as the onset, the patient was discharged from the hospital. The patient recovered from the peritonitis event and dianeal therapies were ongoing. No additional information is available.